Event description:
It was reported that the patient lead site was not healing and had an infection, presenting with an open sore. The patient was placed on antibiotics. All device components were explanted and discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 32497828.